Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. Reportedly, the customer did not have the correct ID entered into the pump and tandem customer technical support directed the customer to re-enter the ID. However, despite multiple attempts, a sensor session was unable to be started. No additional patient or even information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.